Event description:
It was reported that during a procedure to stent a pre-dilated lesion in the proximal left anterior descending coronary artery (lad) with heavy tortuosity and 75% stenosis with the assistance of intravascular ultrasound (ivus), a promus 2.75x23 mm stent was then implanted. Dissection was noted at the distal side of the mid lad. There was no perforation. The lesion was noted to be totally occluded due to the dissection. An attempt was made to stent the dissected area in the mid lad with a promus 2.5x15mm stent delivery system, but resistance was met on advancement through the previously implanted stent, force was applied and it would not cross to the lesion. The device was removed without resistance separately from the guide catheter. After removal, the device was examined and noted to have flared stent struts. The procedure was therefore completed with plain old balloon angioplasty (poba). There were no adverse patient effects or clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of dissection and occlusion as listed in the (B)(4) promus instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.